Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hosp policy. The x-rays and medical records were requested, but not provided. If additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "poly wear."